Event description:
It was reported that the tips of the instruments are worn. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed approximately ~3mm of the instrument tips have been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture. Dimensional inspection of the tip diameter confirms conformance to print specification. A review of the device history records did not identify any applicable nonconformance to specification.